Manufacturer narrative:
(B)(4)

Event description:
Data was provided. Review of the data log confirmed did not confirm the reported event of a frozen g5 mobile application was not confirmed . A root cause could not be determined via data.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 11/23/2016 that on (B)(6) 2016, the g5 mobile application display screen became frozen. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver display screen became frozen could not be confirmed. A root cause cannot be determined.